Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the external pulse generator was turned on its screen blocked and there was no output. The product was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that when turning on the device the screen blocks and there is no output and additionally noted that the battery was almost depleted. The attachment ring as well as one bail and one bail cover were missing. The unit was cleaned and inspected, the battery was replaced, a new bail, bail cover and ring attachment were installed. The unit then passed its automated test system testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.